Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued persistent alert 65 indicating an audio alarm malfunction despite adequate battery charge, consistent with an audio over/under current fault; a replacement device was provided and the user was guided to shut down the malfunctioning unit and return it. Symptoms included no audible alarm while blood glucose remained within target range. Outcomes included transition to backup insulin therapy until the replacement arrived, with no injury, no emergency treatment, and no hospitalization. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.